Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. "The patient demographic info: age, weight, bmi at the time of index procedure? Date of initial surgical procedure? Other relevant patient history/concomitant medications? Product code and lot number? Will product be returned? Return date, tracking information? Were any concomitant procedures performed? Onset date/time of the pain from surgery? What was a reason for re-operation/ extensive groin dissection? Please provide a date and surgical findings of mesh removal procedure? Was there any deficiency or anomaly of the mesh observed? If yes, please describe it. What is physician¿s opinion as to the etiology of or contributing factors to severe groin pain? What is the patient's current status?"

Event description:
It was reported that the patient underwent a sling procedure on unknown date and the mesh was implanted. The patient experienced severe groin pain and the entire mesh was removed requiring extensive groin dissection and morbidity. Additional information has been requested.